Event description:
It was reported that the patient experienced pain at their ipg site following significant weight loss. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.